Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The biomed emailed to report a spectrum pump displayed an air in line alarm. It was reported, " there are no known patient incidents reported for any devices." No other information is known.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms. The failed upstream sensor was replaced. (B)(4).